Manufacturer narrative:
Duraseal sealant system ((B)(4)) was not returned for analysis as the product was disposed after the procedure per customer, thus the investigation could not confirm the complaint. As a result, the root cause of the reported issue could not be determined. Per the fmea, potential causes of failure include: performance, application - gel delivery, performance, solution mixing and coverage. The risk remains acceptable per the risk analysis. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported that duraseal dural sealant system ((B)(4)) was ¿gloopy¿ upon spraying, and that this occurred twice. An integra sales representative visited the hospital and assembled/sprayed three each of the duraseal ¿ no issues were noted, and the product sprayed properly. It is believed that the product was assembled incorrectly in surgery. There was a delay of 10 minutes to retrieve and reconstitute the product. No patient injury occurred.